Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) tried to contact the customer by phone and email regarding patient and medication information. But received no response received from the customer. After three unsuccessful attempts, the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient had been discharged but still shown on the station. The user stated that station showing 1 medication with 2 different patient names. One of them had been discharged. However, there were no delay or adverse events or injuries reported based on this event.